Manufacturer narrative:
The device listed is not a finished medical device by bd and therefore should not have been reported. MFR# 9616066-2020-20019 is cancelled and void as a result.

Event description:
It was reported that gp series infusion set was occluded. The following information was provided by the initial reporter: infusion was running for approx. 20 minutes until first flow error alarm appeared. Nurse checked pump and set and restarted the pump. Within 5 min pump alarmed again. This time it was an upstream occlusion alarm. Nurse checked again set, no error detected. Nurse started pump again. After 5 min next flow error alarm appeared. Even after changing the set these two alarms appeared approx. Every 5 min. Biomed tested the pump too, with the same issues. Installation date of pump was 03.06.2020. Pump available for return.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 1014223. This does not match the catalog number provided. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that gp series infusion set was occluded. The following information was provided by the initial reporter: infusion was running for approx. 20 minutes until first flow error alarm appeared. Nurse checked pump and set and restarted the pump. Within 5 min pump alarmed again. This time it was an upstream occlusion alarm. Nurse checked again set, no error detected. Nurse started pump again. After 5 min next flow error alarm appeared. Even after changing the set these two alarms appeared approx. Every 5 min. Biomed tested the pump too, with the same issues. Installation date of pump was (B)(6) 2020. Pump available for return.